Event description:
Infection and wound dehiscence of the left buttock neurostimulator was reported. The entire device system was removed. The infection had not cleared at the time this event was reported to the MFR.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the generator dehisced. The device system caused unacceptable complications. The therapy was abandoned. The device was not replaced, the patient will not be reimplanted with another device.